Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 23, 2016. (B)(4). The sample was not returned for evaluation. A retention sample was obtained for visual inspection. It was confirmed that the sampling line was properly and securely connected to the venous inlet port. The tubing in the line was not kinked and there was not visible damage to the device that would indicate the tubing to disconnect from the venous inlet port. All reservoirs undergo 100% visual inspection in-process prior to shipment. Review of the device history record revealed no manufacturing issues. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass they experienced issues with the configuration of the oxygenator and reservoir. The return line for the sampling manifold into the venous inlet was at an angle that allowed the tubing to be kinked easily and was in the way during use. It broke out of the potting by the tubing coming out of the insertion point. There was loose potting material or bonding agent around the tubing. The connection was noticed to be loose when tested prior to causing any patient effect. The loose line was removed and a blunt tip needle was inserted with a cap into the hole, which was able to completely seal the void. The manifold was connected to a valved injection port placed on the venous inlet so the manifold could continue being used. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.